Event description:
It was reported that during a proximal circumflex coronary artery stenting procedure, a promus stent was successfully implanted. After implantation, a perforation was noted. A graftmaster was torqued and advanced with force and was unable to cross to the lesion. During advancement attempts, the graftmaster shaft separated 1 inch outside the guide catheter, outside the patients anatomy. Both pieces were removed without difficulty. A non-abbott dilatation device was advanced to the perforation and the perforation was noted to seal, completing the procedure. There were no adverse patient effects and no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The graftmaster rx mentioned is being filed under a separate manufacturer report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There was no reported device malfunction and the product was not returned. The reported patient effect of perforation, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.